Event description:
Customer obtained 384mg/dl on accu-chek advantage meter in comparison to a professional meter result of 130mg/dl. Test results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.